Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp with trainer and demo balloon catheter and found that the unit was working fine. The iabp was cleared for clinical use.

Event description:
It was reported that during use a leak in iab circuit alarm occurred on the cs100 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that before use a leak in iab circuit alarm occurred on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that a leak in iab circuit alarm occurred on the cs100 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no adverse event reported.